Event description:
A customer reported that a patient had received peribulbar anesthetic in preparation for surgery to repair a retinal detachment. The system displayed a system message indicating that the cassette did not prime. The surgeon converted the case to a manual retinopexy. The patient's outcome is unknown. Additional information has been requested.

Manufacturer narrative:
Root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).